Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. High short interval counts (sic) were also noted. Reprogramming was performed to sense from tip to ring and the sensitivity was adjusted. The lead remains in use. No further patient complications have been reported as a result of this event.